Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/essure perforated right tube') and progressive supranuclear palsy ('modified richardson suspension') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included overweight, vaginal discharge, dysuria, urinary frequency, pelvic inflammatory disease, drug allergy, drug overdose, suicide attempt, flank pain, neck pain, chest pain, anxiety, pulmonary embolism, left upper quadrant pain, perineal pain and motor vehicle accident. Concurrent conditions included back pain, biliary colic, cholecystitis, hand swelling, hand pain and vomiting. Family history included gallbladder disorder (mother). Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 2012 to 2013 and warfarin sodium (coumadin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), mood swings ("hormonal changes describe: mood swings"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes or skin conditions type: on face and hands"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive"), alopecia ("hair loss") and eye disorder ("vision/eye problems") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), progressive supranuclear palsy (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and uterine enlargement ("uterus was grossly enlarged"). The patient was treated with surgery (left anterior vaginal hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, hypothyroidism, dysmenorrhoea, mood swings, headache, migraine, nausea, rash, dyspareunia, fatigue, gastrointestinal disorder, alopecia, eye disorder, weight increased, progressive supranuclear palsy, urinary tract disorder, bladder disorder and uterine enlargement outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hypothyroidism, menorrhagia, migraine, mood swings, nausea, pelvic pain, progressive supranuclear palsy, rash, urinary tract disorder, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: impression- iud in the uterus. Nuclear magnetic resonance imaging - on (B)(6) 2008: impression:- unremarkable MRI of the cervical spine. Pathology test - on (B)(6) 2018: myometrium with adenomyosis. Ultrasound biliary tract - on (B)(6) 2014: impression- no evidence of cholelithiasis. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, abdominal pain, nausea, dyspareunia most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received ¿ previously reported event ¿injury¿ replaced with ¿perforation (fallopian tube(s))/essure perforated right tube¿, events- ¿menorrhagia, vaginal bleeding, dysmenorrhea, weight gain, migraine, headache, patient did not undergo essure confirmation test,nausea, dyspareunia, fatigue, hair loss, pelvic pain, hypothyroidism, mood swings, rash , gastrointestinal disorder, , vision/eye problems, weight gain, modified richardson suspension, urinary tract disorder, bladder disorder, abdominal pain, uterine enlargement.¿, new reporter and consumer address , medical history, concomitant drugs and condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.